Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device evaluated by MFR: broken shaft remains inside the patient, broken head was disposed of.

Event description:
Customer reported that : "wrist osteosynthesis by plate and screws (variax - stryker). Screw head broken on the screwdriver bit provided for this purpose, once the screw has been fully inserted. Screw driver bit no longer usable, screwdriver change. If the necessary material is removed, the screw will be difficult or impossible to remove, making it difficult to remove the plate." Broken screwdriver was reported under (B)(4).